Manufacturer narrative:
(B)(4). Date sent: 11/24/2020. D4: batch # u5cw77. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with a gst45d reload present. The reload was received unfired, in addition the reload pan was found lodged inside the channel, the pan was removed from the channel. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. And one possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. One photo was received. Upon visual inspection of one photo, the following was observed: the photo shows a gold reload without pan attached and some drivers out position. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4); batch # u5cw77. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure the cartridge pan fell off, and was broken off. There is a high possibility that the wrong cartridge was loaded. Another device was used to complete the case. There were no adverse consequences for the patient. No further information is available.